Event description:
According to the reporter, during an acf c5-c6, c6-c7 procedure, the surgeon was removing one of the screws to reposition it. The threads on the inner shaft of the driver broke off into the screw head. The screw was removed with the tip of the inner shaft remaining in the head of the screw. There were no fragments to retrieve. The surgeon inserted another screw with a different driver and completed the procedure. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Manufacturing visual evaluation noted the part exhibited some minor scuff marks on the shaft. The knurled knob and the external thread exhibits signs of discoloration. The evaluation indicates the reported failure is not associated with the manufacturing processes at teleflex medical. Based on the evaluation and the unknown root cause, this complaint is deemed indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2012.

Event description:
This report is for file (B)(4).